Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer states they treated with pump. The customer's blood glucose level at the time of emergency room visit was over 600mg/dl. Troubleshoot was conducted. The device was found to have passed self-test and displacement test. The customer will be contacted at a later time when supplies have been received, in order to conduct the high pressure test.